Manufacturer narrative:
Section e: shortened from: (B)(6), due to character restrictions. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope's monitor froze, and the image became grainy while still in color, with nothing visible. Additionally, the device had a communication error which stated, " please reinsert the scope". This issue occurred during a diagnostic upper gastrointestinal endoscopy examination procedure, which was completed with the same device. There were no reports of patient harm.